Manufacturer narrative:
The investigation conducted by the field service engineer confirmed that the site experienced system error code 22002 and confirmed that the error code experienced by the site was associated with the 2 potentiometer within the setup joint (suj) of the endoscopic camera manipulators (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The setup joints (suj's) are passive manipulator joints that are part of setup structure and are used for pre-operative placement of manipulator arms. Each setup joint has a primary and a secondary (redundant) potentiometer. They are located within the setup joint structure of the robotic arm on the psc and monitor the movement of the setup joint. The system was repaired by replacing the affected potentiometer. The system alarm (the 22002 system error code) functioned as designed and there was no injury to the patient. System error code 22002 appears when the da vinci si safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer) were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci si in a nonrecoverable safe state. On april 17, 2013, the isi field service engineer obtained additional information from the site regarding the reported event. The fse indicated that the site reported to him that there were no system issues noted prior to anesthetizing the patient and that the reported issue occurred 40 minutes into the surgical procedure. The fse indicated that the site reported to him that the patient tolerated the open procedure without any problems and that the patient is recovering quickly. The fse indicated that the site reported that the patient has been released from the hospital and has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event.

Event description:
It was reported that during a da vinci si pyeloplasty procedure, the site experienced system error code 22002. The site contacted isi for technical support engineering (tse) assistance. The tse determined that the system error code 22002 experienced by the site was associated with the endoscopic camera manipulator (ecm) arm and was caused by out-of-range readings of a secondary setup joint potentiometer. With the assistance of the tse the site changed the position of the endoscopic camera manipulator (ecm) and restarted the system; however, the issue recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure.